Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that since implantable pulse generator (ipg) implanted, patient encountered pains and complains caused by allergy to one of the components, possibly nickel. Status of the ipg is unknown. No additional information is available. No patient complications have been reported as a result of this event.